Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The device was received with the following cosmetic damage; cracked reservoir tube lip, cracked display window corner, minor scratches on the lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.

Event description:
The customer reported via phone call, the insulin pump kept alarming compromised forces sensor system. She has changed out two complete sets and the device continued to alarm when she attempted to prime. The customer's blood glucose was 135 mg/dl. Troubleshooting was performed and it was noted the drive support cap was flush. She didn't recall pressing the cap while connected. The customer was advised to discontinue use of the device, revert to her backup plan, and the device needed to be replaced. She agreed to return the device for analysis.